Event description:
It was reported that an ilet device developed a cracked screen that impaired touch responsiveness and normal use, after which the user experienced high blood glucose of 400 mg/dl and reported headache and stomach ache; a replacement device was shipped and the user was instructed on return and shutdown procedures. Symptoms included hyperglycemia with associated headache and gastrointestinal discomfort. Outcomes included interruption of insulin therapy due to an unusable user interface and the need for device replacement. Investigation included user interview, review of submitted photos, and complaint handling to verify the physical damage and usage impact. Investigation of this case revealed screen damage consistent with breakage and resultant inability to operate the device interface, with no reported injury from broken glass. It was concluded that the device experienced a screen failure that affected functionality, leading to hyperglycemia and necessitating replacement, with no evidence of injury.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.